Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp due to high repair cost. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that post procedure on a patient, there was an ingress of saline into the cardiosave intra-aortic balloon pump (iabp). The iabp generated an error code #5 and the unit shutdown. The customer is requesting maintenance for the iabp. No adverse event was reported.

Manufacturer narrative:
The (B)(4) field service engineer (fse) evaluated the iabp and replaced the power management board, motor control board, solenoid control board, fiber optic module, backplane board, backplane cable assembly, power slot interface board, backplane to coiled cord, and coiled cord cable. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use.

Event description:
It was reported that post procedure on a patient, there was an ingress of saline into the cardiosave intra-aortic balloon pump (iabp). The iabp generated an error code #5 and the unit shutdown. The customer is requesting maintenance for the iabp. No adverse event was reported.